Event description:
It was reported that the pump systematically goes into occlusion as soon as the infusion is started. There was no impact on a patient.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. E1 - phone number: +(B)(6). Device evaluation: one device was received. A visual test found a damaged dso seal. Review of the event history log found many " high alarm displayed: downstream occlusion" messages. The complaint was duplicated. The root cause was a defective dso sensor. It was unknown what caused it to become defective. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. It is recommended that the dso sensor and dso seal be replaced.